Event description:
It was reported that the right ventricular (rv) lead exhibited poor capture thresholds, and had dislodged. It was further reported that the patient experienced syncope. The lead was explanted and replaced. The physician noted the presence of tissue in the helix after the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted. The helix was extended without issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 359529 concomitant product: competitor implantable pulse generator (ipg) (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.